Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Review of the event history log of the pump found a backup audible alarm post. Device underwent functional testing by running central time script and wireless test, as well as checked battery diagnostics. Backup audible alarm post occurred at power up, confirming the reported customer complaint. Wireless status noted to be inactive and connection not associated. No problem found with battery. The problem source has been determined to be unknown.

Event description:
Information was received that device will not connect to wifi and has battery communication timeout. No adverse effects reported.